Manufacturer narrative:
Inratio precision data provided by end-user lot 070381: unit 2 first- test inr = 5.0; second test inr = 2.5; third test inr = 1.0; mean = 2.83; sd = 2.0; %cv = 71%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2007; inratio: 5.0; lab: 1.2; mean: 3.1; confidence limits: 1.9-4.6; inratio: 2.5; lab: 1.2; mean: 1.85; confidence limits: 1.3-2.7; inratio: 1.0; lab: 1.2; mean: 1.1; confidence limits: 1.0 - 1.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and second sets of data, the inratio values are outside the confidence limits for inr testing. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 5.0; lab: 1.2; inratio: 2.5; lab: 1.2; inratio: 1.0; lab: 1.2. Caller alleged imprecision with inratio meter. Results as follows: 2007, unit 2; first test inr = 5.0; second test inr = 2.5; third test inr = 1.0.